Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and there were no issues found which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The device was received, however, no evaluation is available.

Event description:
It was reported that during a hip nailing procedure, the surgeon was inserting the helical blade and then the surgeon turned the compression nut, the device would pop out of the aiming arm. The surgeon was able to complete the procedure with no further problems. Procedure was extended for 15 minutes. No adverse effect to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)